Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2010v and tore in the injector while advancing. The lens was not implanted and there was no pt injury. The model and lot number of the cartridge and injector were not specified by the facility.